Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) procedure, a balloon rupture occurred. The non-calcified target lesion was in an unspecified renal vein location. An (B)(4) balloon had been selected and advanced to the target lesion. When the physician injected ethaolaminoleate through the unspecified microcatheter, the equalizer balloon ruptured. There were no sharp objects around the balloon at the time of the rupture. The balloon was able to be removed intact. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).